Event description:
It was reported to vyaire medical that the avea ventilator screen went black while on patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H3: 81 other: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised to check uim (user interface module) connection and pins on hssc cable and if issue does not reproduce, then run the vent for a few hours since this may indicate that the uim was failing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.